Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -6.5/+1.5/089 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. On 1(B)(6) 2020 the lens was exchanged for a longer lens due to lens rotation. The problem was resolved.

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial; dry with residue on product. Visual inspection found haptic torn and residue on lens. Claim# (B)(4).